Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the commander delivery system/26mm sapien 3 valve could not be advanced past the iliac bifurcation on the right side due to an iliac stent that had been deployed 1 month prior. When the physician tried to remove the valve/delivery system, the valve was unable to be pulled out of the iliac. The doctor tried unsuccessfully to pull the balloon into the sapien 3 valve. The doctor then partially inflated the commander balloon in an attempt to open a part of the sapien 3 valve so the delivery system could be pulled out from the patient and the valve could be left in place in the iliac artery. Unfortunately, when the balloon was inflated, the ¿balloon ruptured the abdominal aorta¿. The patient was taken to the operating room for repair of the abdominal aortic rupture and removal of the commander delivery system with the valve. The patient was stable while in the operating room but expired later that day. ¿the patient's aorta was not suitable for repair.¿

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, however, imagery was provided for review. The imagery provided shows the valve being partially expanded distally inside the right side iliac. The valve was at the bifurcation with the stent. Imagery of the withdrawal difficulty was not provided. During inflation, the valve was located on the crimp balloon/proximal tapered length of the inflation balloon. As a result, the valve only expanded distally. CT imagery showed severe calcification and moderate tortuosity present in the patient¿s access vessels. During manufacturing, the commander delivery system underwent 100% final inspection by manufacturing and quality for the following: assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft). Fine adjust mechanism (functionality). Collet/shaft clearance. Collet engagement (ability to lock). Mechanical damage (e.g. Kinks, cuts). Surface damage including: distorted/pinched folds, wrinkles, waviness, and fold lines on inflation and crimp balloon. Kinks, bends, cracks, scratches, flash and exposed metal on the flex shaft. Smoothness of weld joint (material separation, insufficient weld) on crimp balloon to balloon shaft bond. Ridge lines, over melting, exposed metal or mechanical damage (burrs, flash) and material separation of flex tip to flex shaft bond. Additionally, all manufacturing lots were subject to product verification (pv) testing on a sampling basis. During product verification testing, samples were randomly selected and underwent the following tests: visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. Balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. The locknut/collet engagement force was tensile tested. The delivery system was also tested for system retrieval force. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A device history record (DHR) review and lot history review were unable to be performed as the lot number information was not provided. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (august 2017 to july 2018) revealed other similar complaints with returned devices for the complaint code ¿delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿. No manufacturing non-conformances were identified during the investigation. A review of complaint history data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿withdrawal difficulty¿. The delivery system instructions for use (IFU), the procedural training manual and the physician training manual were reviewed for instructions/guidance for preparation and use of the edwards commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. Since the lot number of the device was not provided, DHR and lot history review was unable to be performed; however, based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As stated in the complaint description, ¿the commander delivery system/26 mm sapien 3 valve could not be advanced past the iliac bifurcation on the right side due to an iliac stent¿ and ¿when the physician tried to remove the valve/delivery system, the valve was unable to be pulled out of the iliac¿. As seen in the imagery provided by the procedural site, the valve is seen with the stent at the iliac bifurcation. Additionally, per the complaint experience report, the valve got caught on the stent during advancement. If the delivery system was caught on or in the stent, it can contribute to withdrawal difficulty of the delivery system from the valve/vasculature as experienced. Based on the given information provided by the complaint site, procedural factors (valve caught on stent) may have contributed to the reported withdrawal difficulty and subsequent abdominal aortic rupture/death events. No manufacturing or IFU/training inadequacies were identified. Available information suggests that procedural factors (valve caught on stent) may have contributed to the complaint events. Review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend categories. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Reference CAPA-20-00141.